Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high intermittent impedance readings. It was suspected that this could be due to either a fracture or a bad connection in the header of the device. It could not be confirmed which was the cause, but the lead continues to be monitored. The lead and device remain in use. No patient complications have been reported as a result of this event.